Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.